Manufacturer narrative:
Concomitant medical products: 6921l x2 defibrillator epicardial patches implanted:(B)(6) 1992; 6917-53t x2 myocardial leads, implanted: (B)(6) 1992.

Event description:
It was reported by the patient that their device "misfired" while they were driving due to a "breakage in the wires" from their leads. Follow-up was attempted; however, no additional information could be obtained. The two defibrillator epicardial patches and the three myocardial leads were capped. No patient complications have been reported as a result of this event.

Event description:
It was further clarified by the patient that they were shocked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.